Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire detached from the sensor pod upon removal from the patient's body. The sensor was inserted at the abdomen on (B)(6) 2015. Patient used tweezers to remove the sensor wire from their skin. No additional event or patient information is available.